Manufacturer narrative:
Integra has completed their internal investigation on 23 mar 2016. The investigation included: methods: evaluation of actual device review of device history records review of complaint history results: evaluation of device: it was observed that the helicoil started to make their way out of their respective ratchets. The DHR review has been deemed satisfactory. Date of manufacture: 12 sep 2015. No associated mrr¿s, variances, rework or non-conformance issues or reports were raised during the manufacturing process for this device and lot code/work order. Conclusion: the engineering and quality group was able to confirm the customer complaint of the helicoil coming out of the respective ratchets. These complaints will be monitored for trending.

Event description:
This is the fifth of nine reports (same product ID, same product problem, same distributor). Linked to these 8 mfg reports: 3004608878-2016-00062, 3004608878-2016-00063, 3004608878-2016-00064, 3004608878-2016-00065, 3004608878-2016-00067, 3004608878-2016-00068, 3004608878-2016-00069, 3004608878-2016-00070. A report was received from the distributor that the a1059 mayfield skull clamp helicoil came off during pressure testing. The problem was found during the inspection of incoming goods. Therefore, there is no patient contact or patient injury.